Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 2 fr per-q-cath with t-lock and stiffening stylet inserted was returned for evaluation. An initial visual observation showed no obvious evidence of use and approximately 4 cm the stylet was measured to be protruding out of the silicone membrane of the t-lock. The catheter was flushed with a 12 ml syringe of water and a weeping leak was observed approximately 16.6 cm distal to the strain relief. A microscopic observation revealed two small splits in the catheter just proximal to the 16 cm depth marker. The catheter was dissected in order to inspect the interior wall of the catheter and additional damage was observed on the inner wall of the catheter. The type of damage observed on and in the returned catheter can be caused by manipulation of the stiffening stylet within the catheter without first flushing the catheter and/or rapid or forceful withdrawal of the stylet from the catheter. The product IFU states: ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal¿ and ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ a lot history review (lhr) of recr2878 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported a leak was found in the catheter around depth 14cm prior to use.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recr2878 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported a leak was found in the catheter around depth 14cm prior to use.